Event description:
Patient had developed a large ventral hernia and the repair with xcm biologic material was not sufficient without tearing of fascia or losing suture strength/knots, the material ripped away from the abdominal wall resulting in recurrence of hernia. Appproximately 6 days later, the xcm material was removed and replaced with gore-tex mesh. Two months later, the patient is doing well and there is no recurrence of hernia.